Event description:
While trying to pull the glidewire back through the sheath, the guidewire was visualized to be shredded in parts. There were no residual parts of the glidewire left in patient's body per fluoroscopy. The patient's procedure was able to be completed.a similar incident happened during a cardiac catheterization on a different patient with a different physician a few days later. The wire had the same part numbers. The wire was not kept and additional information is unknown.what was the original intended procedure?biv ICD placement.device #1is this a laboratory device or laboratory test?no.